Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that fixture mount (tsv4h10) could not disengage from implant during placement. Procedure was completed using another implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and mount. Functional testing was performed for the returned product and it was determined the mount screw was easily able to disengage with hand tools, however, the mount was noted to be seized into the implant drive feature. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and replaced the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63370723. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63370723) for similar cause and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (tsv4h10). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.